Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had a connection issue. The event was further described as unable to connect to the patient line; the cassette did not fit with the transfer set. This was observed during set up (connect yourself step) for peritoneal dialysis (pd) therapy. Renal therapy services (rts) assisted in ending therapy session and advised the patient to start over with new supplies. The transfer set remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.